Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence to suggest the revision was performed. It was reported that the reason for the revision was due to heterotopic bone formation. There is nothing to indicate that there was an alleged malfunction of the implants. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00181-1 and 0001032347-2019-00182-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Implant date: original stock prosthesis was placed in 2005. Concomitant medical products: biomet microfixation unknown tmj screws, catalog #: ni, lot #: ni. Therapy date: (B)(6) 2019. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00181 and 0001032347-2019-00182.

Event description:
It was reported a revision was performed due to heterotopic bone formation. The surgeon removed the right fossa but kept the right mandible in the patient. It was reported the prosthesis were in pristine shape. No additional patient consequences were reported.